Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during percutaneous suturing on the back in an open procedure, the device¿s thread broke, wherein the thread suddenly detached. A new device was used in order to complete the case. There was no patient injury.